Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted in (B)(6) 2016 and revised on (B)(6) 2021 due to the device not working. The surgeon was not able to find anything outwardly indicating the reason for the reported failure. The explanted prosthesis was not returned for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device will not be returned.

Event description:
According to the available information, though not verified, unknown/device not working. Device removed and replaced. Device will not be returned per facility policy. Additional information received 01/14/2021: the surgeon said the device was not working. He was unable to find anything outwardly indicating why after it was explanted.the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.